Manufacturer narrative:
The device was not returned. An investigation could not be performed. As of july 13, 2017 all microline inc reusable tips were recalled. All of customers were made aware of this product recall while this issue is being addressed. A review of all recall related complaints discovered that this complaint had been missed for reporting. There have been several similar incidents submitted by this user. Investigation results for this issue will be provided in the final recall report.

Event description:
During a pre op of a surgical procedure, the surgeon noticed that the heat shrink on the renew lapclinch grasper shrunk and cracked. The procedure and anesthesia time was extended for 10 mins.